Manufacturer narrative:
This report is based on information provided by a philips remote service engineer and bench engineer, and has been investigated by the philips complaint handling team. Philips received a complaint on the 989706000051 (tempus pro patient monitor) indicating that the problem with device power plug. No patient involvement was alleged by the customer. Remote support was provided, repair estimate sent to the customer and the device requested to be shipped to the bench. The device was returned to philips for bench repair. The bench engineer confirmed the center pin of the dc connector was broken. The front enclosure was replaced, resolving the issue. The unit was returned to the customer site. Based on the information available and the testing conducted, the cause of the reported problem was broken pin in device power plug. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. While no harm was alleged, recurrence of this failure mode during clinical use could cause or contribute to death or serious injury. Therefore, this failure mode meets the definition of a reportable malfunction. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported to philips that the charging connector pin was broken.

Manufacturer narrative:
Updated component code.